Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) would not advance though an unknown 5f sheath. It is stated that the sealant housing seemed to get stuck right at the hemostasis valve. Hemostasis was achieved with manual compression. There was no reported patient injury. An unknown cordis avanti sheath was used with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The device was not returned for analysis; however, two pictures were provided. Per the picture analysis, it could be noted that the mynxgrip was inserted into a 5f catheter sheath introducer (csi). The sealant sleeve is noted to be located at the hub of the csi, and the balloon was noted to be inflated near the distal end of the csi. No other anomalies were noted on the pictures provided. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the device was not returned for analysis; and it was not confirmed through review of the picture since there was no movement to the sealant sleeve noted. The exact cause of the shuttle advancement issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors (which was reportedly not kinked), both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the picture analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not advance though an unknown 5f sheath. It is stated that the sealant housing seemed to get stuck right at the hemostasis valve. Hemostasis was achieved with manual compression. There was no reported patient injury. An unknown cordis avanti sheath was used with the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.